Event description:
It was reported that the burr was stuck on the wire. A 330 cm rotawire and wireclip torquer and 1.25mm rotalink plus were selected for use. During the procedure inside the patient, it was noted that the wire and burr became stuck together. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of a rotablator plus device. The advancer unit and burr catheter were received together with the returned rotawire in the device. The rotawire was removed with some resistance due to the kinked wire. The advancer, coil, sheath, handshake connections, burr, and annulus were visually and microscopically examined. There were numerous sheath kinks. Microscopic examination of the device revealed that the annulus was damaged and not rounded which is consistent with damage seen with the use of a rotawire. The coil was stretched. Functional testing was performed using a test .009 rotawire. The test rotawire was inserted through the burr and advanced through the entire length of the device with no resistance. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that the burr was stuck on the wire. A 330 cm rotawire and wireclip torquer and 1.25mm rotalink plus were selected for use. During the procedure inside the patient, it was noted that the wire and burr became stuck together. No patient complications were reported.